Event description:
Operating staff report patient undergoing laparoscopic cholecystectomy. Upon the surgeon using the ethicon ligaclip endoscopic rotating multiple clip applier, the applier deployed too many clips with firing of the device. All clips accounted for, but not retained. Surgeon utlized a different clip applier to finish the procedure. No injury or harm to the patient. Patient was sent to pacu for recovery. Original clip applier was removed from the field and sequestered for risk management pick up.